Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, while attempting to insert a podj coil into a lantern delivery microcatheter (lantern), the hospital technologist inadvertently kinked the coil pusher assembly at the back end of the table. Therefore, it was removed. The hospital staff did not report experiencing resistance prior to the kinking of the coil. The procedure was completed using another podj coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pusher assembly was kinked approximately 75.0 cm from the proximal end. Conclusions: evaluation of the returned device confirmed the pusher assembly was kinked. This damage may have occurred due to forceful handling of the podj during insertion into a microcatheter. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.